Event description:
It was reported that the guidewire started to unravel when the physician moved the guidewire back and forth through the needle during femoral venous access for a pacemaker insertion procedure. A blunt dissection to the level of the vein was performed in order to safely remove the guidewire. It was removed completely, and there was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: the suspect device was returned to merit for evaluation. The guidewire was examined visually and under magnification. The guidewire had unraveled as reported by the user facility. The IFU for this device states "warning: withdrawal, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization." The device failure was caused by user error. Other, examined under magnification.